Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a failure in the effectiveness of the links in the custom tubing packs. The links did not hold at all, and there were areas without heat sealing, including the inlet, outlet, and 1/4 1/4 ll connection of the recirculation, as well as at the silicone part of the vein at the inlet of the oxygenator and the y-fitting. This caused a delay in the patient's care due to the need to change the device. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Additional information b5. Medtronic received information that prior to use of a custom tubing pack, it was reported that there was a failure in the effectiveness of the links in the custom tubing pack. The links did not hold at all, and there were areas without heat sealing, including the inlet, outlet, and 1/4 1/4 ll connection of the recirculation, as well as at the silicone part of the vein at the inlet of the oxygenator and the y-fitting. This caused a delay in the patient's care due to the need to change the device. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that the links refer to the clamps that secure the connectors. The exact location of the relevant component in the custom packaging specification was line 8 and line 4. D2. (Product code) & d2.1 (common device name): these fields were updated. Img and imf codes were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction d4: unique identifier (UDI) # format updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.